Event description:
It was reported, the pt had fallen, and was experiencing a shocking and a burning sensation at the ipg site when the system was turned on. It was reported, the sjm representative had recently reprogrammed the pt. A follow up appointment was to be scheduled in the future to address the issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.